Event description:
Sheath was introduced and dilator removed; after introducing another device and removing the same, they experienced severe leaking of the sheath. After removing the sheath, the damage of the hemostatic valve was noticed. The patient did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4): leaks are not listed in the instructions for use. Event is still under investigation.